Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. While troubleshooting ambient temperature errors and no results for differentials, the customer noticed a leak of cleaner reagent from numerous tubings inside the instrument. The volume was reported as about 20 ml and the leak was not contained. The operator was wearing personal protective equipment of lab coat, goggles and gloves when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the leak from broken tubing at pv 37 (pinch valve 37). The fse replaced the tubing at pv37. (B)(4).